Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, this patient underwent endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system (ctag ac device) for an aortic arch aneurysm. During the procedure, the right external iliac artery was ruptured by a sheath, and a gore® excluder® aaa endoprostheses (excluder device) was implanted in the right external iliac artery for repair. The patient tolerated the procedure. (The rupture and the treatment were captured in (B)(4)) . In (B)(6) 2022 (date unknown, about 1 week later from the initial treatment), angiography CT showed endoleak of the ctag ac device and occlusion in the right leg. On (B)(6) 2022, regarding the endoleak, a type ii endoleak from the left subclavian artery was suspected and coil embolization was performed for repair. As for the occlusion in the right leg, it was suspected that the excluder device was occluded, and a femoro-femoral bypass was performed for repair. The patient tolerated the procedure. The physician reportedly stated: usually, by implanting a larger diameter device, the device attaches to the vessel diameter even though it¿s just below the left subclavian artery, and the type ii endoleak can be controlled. However, in this case, it was unable to implant a larger diameter device (f45mm), which may have caused the lack of sealing.

Manufacturer narrative:
H6: code b21 revised to b14 as a result of completion of phr review. H6: code c21 revised to c19 as a result of completion of phr review. H6: code d16 revised to d12. According to thegore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.